Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, d.7.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified yellow particle material on the shell; crease and wear abrasion. Device patch with lot number 3152539 and catalog number 68mp-360. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.